Event description:
It was reported that during a lap hernia repair procedure, a piece of metal shot off the end of the device and into the patient. It was not a clip. The piece was retrieved laparoscopically. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2008. Broken cam. Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.